Event description:
The physician attempted to place an xceed stent in the sfa, distal to a previously placed xceed stent. During deployment, the dial became free spinning and the stent was partially deployed. The physician attempted to remove the device but the stent became caught on the previously deployed stent. During the attempt to remove the stent, it deployed fully. The stent was stretched within the previously placed stent. The physician did not introduce another stent and the patient experienced no harm.

Manufacturer narrative:
The device was received. Investigation is not complete.